Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 565 mg/dl; cause unknown. Customer reverted to an alternate form of insulin therapy and declined further troubleshooting, therefore, no additional information was obtained.